Event description:
A male with a previous history of hypertension and diabetes underwent aaa repair in 2008. The patient's anatomical form was considered suitable for endovascular repair and the procedure went as labeled. When flushing the main body delivery system before the procedure, leakage was already noted at the hemostatic valve. The procedure continued but the blood leakage started when the contralateral limb of the main body was deployed. The physician removed the inner cannula and inserted a cook introducer into the valve but the leak did not stop. Leakage from the hemostatic valve of the iliac leg graft also happened (1820334-2008-00587) although not as bad as the main body. There was heavy leakage when only the wire guide was placed. Total hemorrhage volume was 2000cc. The patient was transfused with 1000cc. No notable changes were found in the patient's condition after the procedure.

Manufacturer narrative:
Event evaluation: still under investigation.